Manufacturer narrative:
It was reported that replacement poly inserts (6mm, a) have been requested for revision surgery. Reason for revision is a suspected infection. Primary surgery occurred on (B)(6) 2022. Revision surgery is planned for (B)(6)2022. The device history record was reviewed and the device was manufactured to spec. All sterilisation requirements were met.

Event description:
It was reported that replacement poly inserts (6mm, a) have been requested for revision surgery. Reason for revision is a suspected infection. Primary surgery occurred on (B)(6) 2022. Revision surgery is planned for (B)(6) 2022.